Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was originally reported that patient had high lead impedance. It was later reported that when patient was at a clinic visit 2 months ago, they were sent for a generator replacement since the battery was 15-25%. At surgeon's office, the patient was interrogated and high lead impedance was seen. The patient had a seizure on (B)(6) 2022 where he slide out of his chair and fell on his left side. The patient is being scheduled for a full revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent full revision surgery and the explanted products were discarded.